Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a rise the right ventricular (rv) lead threshold due to the patient¿s worsening clinical condition. The rv lead output was adjusted, and the lead remains in use. No patient complications have been reported as a result of this event.